Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (unable to communicate) has been confirmed. Upon investigation the belt was unable to communicate with a monitor the cause for the failure was multiple broken wires in the trunk cable. Correction: belt was refurbished. Root cause: the root cause for the damaged trunk cable could be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.